Event description:
Charite artificial disc pt was reported to require a revision to add posterior fixation due to subsidence. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device remains in the body. A review of the device history records (DHR) found no discrepancies during MFR of the endplates and sliding core. X-rays were reviewed. Evaluation indicates that the endplates used may have been too small for the space and that the placement too lateral. These appear to be contributing factors to the subsidence experienced.